Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician found fluid in the pneumatic system. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing. An inspection was performed and found fluid in the pneumatic system. The device was to be scrapped. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.